Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The device was available for evaluation. The electronic device-use logs were also provided. During the investigation a secondary condition of field programmable gate array (fpga) reset/reprogram failures detected. This condition has a potential for patient harm. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The most likely root cause was traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The event has foreseen risk and is included in a data monitoring plan. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle was showing a handle inside the no symbol error. The handle was tried to reboot but the issue was not solved. There was no patient involvement.